Event description:
After drawing arterial blood gases, nurse attempted to cover needle with the needle protector. Initially the protector did not engage-nurse used more force and thought protector had engaged. As nurse attempted to remove the needle, needle was not protected and nurse sustained needle stick to right middle finger.